Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a caregiver reported that the adc device app on the customer¿s phone was not connecting with adc freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and caused ¿their blood sugar plummeted to the 40s¿. The customer was provided juice by a non-healthcare professional and then the ¿life squad¿ (police department) was called. Upon arriving, a glucose test result of 100 mg/dl was obtained but no additional treatment was reported. It was further reported that the customer has a auto-immune insulin disorder that can affect their blood sugar levels and a spectrin alpha, non-erythrocytic 1 (sptan1) mutation which can lead to muscles cramps (pain). Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. It has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing alarms due to signal loss. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a caregiver reported that the adc device app on the customer¿s phone was not connecting with adc freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and caused ¿their blood sugar plummeted to the 40s¿. The customer was provided juice by a non-healthcare professional and then the ¿life squad¿ (police department) was called. Upon arriving, a glucose test result of 100 mg/dl was obtained but no additional treatment was reported. It was further reported that the customer has a auto-immune insulin disorder that can affect their blood sugar levels and a spectrin alpha, non-erythrocytic 1 (sptan1) mutation which can lead to muscles cramps (pain). Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a caregiver reported that the adc device app on the customer¿s phone was not connecting with adc freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and caused ¿their blood sugar plummeted to the 40s¿. The customer was provided juice by a non-healthcare professional and then the ¿life squad¿ (police department) was called. Upon arriving, a glucose test result of 100 mg/dl was obtained but no additional treatment was reported. It was further reported that the customer has a auto-immune insulin disorder that can affect their blood sugar levels and a spectrin alpha, non-erythrocytic 1 (sptan1) mutation which can lead to muscles cramps (pain). Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported complaint was investigated and determined that there were no issues with the customer's reported application that would have led to the complaint. The user reported that the phone wouldn't connect to the cgm (continuous glucose monitor). The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.